Manufacturer narrative:
Pump passed the displacement test but a33 alarm during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to a33 alarm. No missing segments/partial display anomaly noted. Pump received with broken battery tube threads. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had a crack on the upper part of battery compartment. Customer stated that the insulin pump hadn¿t been dropped or bumped. Actually the insulin pump can be turned on but can't be used since display was only partially visible. The device will not be returned for analysis.